Event description:
The customer reported that the unit alarmed with error codes messages of data acquisition (da) pcba adc failed and machine and proximal pressure sensors failed while on a patient. Customer reported that there was no harm to the patient or the user.

Manufacturer narrative:
Updated.

Event description:
The customer reported that the unit alarmed with error codes messages of data acquisition (da) pcba adc failed and machine and proximal pressure sensors failed while on a patient. The biomedical engineer stated that the unit was in clinical use. Any additional patient information is unavailable.